Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended using a resolute onyx drug eluting stent to treat a lesion in the mid rca. The lesion had heavy calcium, 90% stenosis, and moderate tortuosity. The device was inspected prior to use with no issues noted. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent or cell of a stent. It is reported that the physician had difficulty crossing the lesion, and attempted to pull the device back. It then dislodged from the delivery system. Excessive force was not used. The physician ballooned and crushed the stent in position, then placed a non-mdt stent.